Manufacturer narrative:
Facility advised strips in question were not available for return. It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. Warfarin dose was held based on results. No adverse event reported. Requested return of suspect system but facility advised suspect strips were not available for return.